Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation was not connecting to pacs. She was unable to pull from pacs. System was on app 1.2.0. Dicom transfer screen showed green ip address indicated that they were connected. The representative verified with it and pacs that all the permissions were set up properly. She even took the ip address from a different s8 that was working and was unable to ping or connect to the network. She then put the ip address of the non-working stealth in the working stealth and it connected with no issue. On the non-working stealth, she had bypassed the bulkhead and network isolator and was plugged directly into the wan port. The rep was on site after replacing the checkpoint. The issue continued. Ping and trace route to both the default gateway and pacs were being filtered. The rep was going to reach out to it to confirm if the new mac address has been allowed on the network. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was unable to pull exams from the network. The network router was replaced and the mac was updated with it; ensuring that there were no filters on the ip. The system then passed the system checkout and was found to be fully functional. The network router was returned to the manufacturer for analysis. Analysis found that the checkpoint's ip address was changed back to dhcp and ping tested through the wan port for over 3 hours without any lost packets. After the replacement, the issue persisted. There was no fault found with the network router. The new mac address was added with no filters and the issue was resolved with the site's it department. If information is provided in the future, a supplemental report will be issued.